Event description:
It was reported that the homechoice cassette leaked from an unspecified location. This was described as the home patient ¿thought that the leaking came from the cassette because the machine got wet¿. This was identified ¿after connecting the bags, loading cassette, and closed the door, that liquid was leaking¿ during preparation for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.